Event description:
Nurse attempted to place a peripheral intravenous catheter for the patient with a bd insyte autoguard bc shielded IV catheter in the patients arm. She was unsuccessful. On retracting the needle from the patients arm she notice that the plastic canula that is connected to the pink portion of the device was completely broken off inside the patient's arm. Unable to retrieve the cannula.